Event description:
During a cystoscopy with laser lithotripsy, two laser fibers were opened. Once they were connected to the laser machine, there was no aiming beam (even though the aiming beam was set to three bars/maximum) and no energy was delivered from the fibers.